Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: the batch number unknown. Summary of investigation: the involved device was not returned for evaluation. The current information are not sufficient to understand this case. - complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Conclusion: the available elements are not sufficient to identify the root cause of the incident. The global complaint rate for occlusion on celsite access ports is low (0,01%). No corrective action is foreseen at that time.

Event description:
"A ward nurse from the oncology outpatient clinic contacted the vascular access specialist team regarding easy injection and impossible aspiration ability (in1as3) through the tivad. A thorax x-ray from the same day showed that the catheter tip is above the last 1/3 of the vena cava superior. Urokinase (40000ui) in 100 ml nacl was administred over 1 hour. However, blood aspiration was still impossible (in1as3). When compouring the thorax x-ray with fluoroscopy images taken during te tivad placement, it seems that the catheter tip has migrated to the posterior wall of the (B)(6) a revision is planned (B)(6) 2024."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. New information forwarded by the end customer: involved batch # batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in (B)(6) 2023. Conclusion: the available elements are not sufficient to identify the root cause of the incident. The global complaint rate for occlusion on celsite access ports is low (0,01%). No corrective action is foreseen at that time.

Event description:
"A ward nurse from the oncology outpatient clinic contacted the vascular access specialist team regarding easy injection and impossible aspiration ability (B)(6) through the tivad. A thorax x-ray from the same day showed that the catheter tip is above the last 1/3 of the vena cava superior. Urokinase (40000ui) in 100 ml nacl was administered over 1 hour. However, blood aspiration was still impossible (B)(6). When comporting the thorax x-ray with fluoroscopy images taken during te tivad placement, it seems that the catheter tip has migrated to the posterior wall of the (B)(4) a revision is planned (B)(6) 2024."